Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense channel, oversensing, and pacing inhibition of less than two seconds. There was also noise on the shock channel. The device was checked at that time and was noted to be functioning appropriately. The noise had been unable to be reproduced at that time. A surgical revision was performed, and another attempt was made to recreate the noise. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.